Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) spoke to the robotics coordinator who stated that further procedures had no issues with instruments. The isi fse asked the robotic coordinator if they felt the reported issue of arm 2 feeling "sticky" was an 8mm instrument, stapler, or user related. The robotics coordinator informed their impression was to be user related. No site visit was conducted, and no further issues were reported with the system use. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operation room (or) staff contacted intuitive surgical, inc. (Isi) technical support engineer (tse) mid-procedure to report that the universal surgical manipulator 2 (usm) was not articulating correctly when the surgeon was manipulating the instrument. Prior to the call, the customer tried a different instrument, reseated the sterile adapter, and checked to ensure no energy cables were getting tangled with no change. The isi tse had the customer ensure no bunched-up drape material was in the way and the arm had enough patient clearance. The site was completing the procedure as planned with no reported injury.